Manufacturer narrative:
The 9mm amplatzer septal occluder was received at sjm and decontaminated. The occluder was grossly and microscopically examined and no anomalies were found. The occluder met dimensional specifications when measured with a calibrated caliper. The occluder was loaded into a test 6f loader and deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.

Event description:
A 9mm amplatzer septal occluder (aso) was selected and a 7f amplatzer torqvue 45 delivery system (dtv45) was placed over the wire into the left upper pulmonary vein (lupv). The device was deployed and gently pushed and pulled prior to release to ensure stability. Echo evaluation following deployment demonstrated a 5mm defect inferior to the aso. The aso was then retrieved with a 10f dtv45 and a 10mm goose neck snare through a jb1 catheter. The aso was retrieved without complication. A rosen wire was again placed into the lupv and a 7f dtv45 was placed through the atrial septal defect. Blood flow through the sheath was again confirmed and the aso was delivered stepwise with gentle motions to ensure stability and evaluate for residual shunt. Repeat tee demonstrated a small residual shunt inferior to the aso with the device against the aorta without causing any deformity. There was no occlusion of the rupv, svc, or ivc. There was no interference of the tricuspid valve with minimal tricuspid regurgitation on echo. The aso was then released and the delivery cable was withdrawn into the delivery sheath.